Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the occlusion events, customer changed infusion set and cartridge, resuming insulin use. Despite experiencing frequent occlusion issues, customer declined additional assistance.